Event description:
It was reported that this pacemaker was found to be operating in safety mode and the patient reported feeling dizzy and lightheaded. This device was subsequently explanted and has not been returned. No additional adverse patient effects were reported.